Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation of the right ventricular lead, upper out of range pacing lead impedence and no capture were observed. The alligator cables were changed and the lead was retested. The lead was suspected to be in pericardium. The lead was repositioned and tested within normal limits. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
New information received states the lead was explanted and replaced for an unrelated reason. No adverse consequences were detected.